Manufacturer narrative:
Device is a combination product. Date of event: used (B)(6) 2019 as no event date was provided.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.00 x 28 synergy drug-eluting stent was selected for treatment. However, upon entering the device into the tuohy, the shaft broke. The procedure was completed with another 3.00 x 28 synergy stent. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product. Date of event: used 10/01/2019 as no event date was provided. Device evaluated by MFR.: synergy ii us mr 3.00 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of proximal and distal stent damage, with struts lifted. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.00 x 28 synergy drug-eluting stent was selected for treatment. However, upon entering the device into the tuohy, the shaft broke. The procedure was completed with another 3.00 x 28 synergy stent. There were no patient complications reported.